Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection device: rx accunet ((B)(6)). The rx accunet is being filed under a separate medwatch MFR number. There was no reported product deficiency. Dissection is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after predilatation in the left internal carotid artery using the viatrac balloon, the patient experienced a dissection and compromised flow that promptly resolved after the acculink stent was deployed. The acculink sealed the dissection and treated the compromised flow. After the procedure, the patient had aphasia, slurring of words, partial paralysis, right facial droop, and right arm drift that was initially diagnosed as a transient ischemic attack. The patient was given heparin; however, the patient's condition remains unchanged. An MRI the following day suggested acute infarcts questionable of an embolic event. The event was then classified as a stroke. The patient was discharged home five days after the procedure with continuing symptoms. There was no additional information provided.